Manufacturer narrative:
Investigation pending.

Event description:
AED analysis and subsequent shock initiated while CPR was being performed on subject. Responder indicated that he felt the shock delivery. (B)(4).